Event description:
It was reported via implant form that the patient's full replacement of their devices was due to high impedance. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. The explanted products have not been received into analysis to date. No additional relevant information has been received to date.